Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report high blood glucose levels and nausea. The reported blood glucose reading at the time of the call was 352 mg/dl. Troubleshooting was performed and the insulin pump had the correct time and date. The customer stated that her husband would be taking her to the emergency room for treatment. The customer later called stating that her doctor wanted the insulin pump replaced. Advised the customer to revert to a back up plan.